Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the water filter replacement could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance 7.2 replacing the water filter (maj-2318) replace the water filter periodically, at least once a month to prevent contamination of the rinse water. Warning ·always be sure to attach the water filter. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was inspected on-site by the distributor, and it was found that the reprocessor was being washed without water filters. The user facility was instructed on the proper cleaning method and device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The distributor reported to olympus that during a routine inspection of the endoscope reprocessor, it was discovered that the device was being washed without water filters. There was no procedural involvement or patient harm associated with the event.